Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture, baker grade iii." This is for the right side. Device remains implanted.

Event description:
Patient reported, a right side "capsular contracture, baker grade iii". Healthcare professional reported, rupture. Confirmed via MRI. And a capsular contracture, baker grade not provided. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device.

Event description:
Healthcare professional additionally reported right side rupture diagnosed with an MRI with a capsular contracture with unknown baker grade. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d.6.b, e3, h6.